Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the patient developed a postoperative infection. It was believed that the wound necrosis could be related to the compression of the patient's breast tissue on the left upper quadrant (luq) port site, as the patient had not been repositioned or application of the appropriate dressing to prevent necrosis. When the wound was cultured, the bacteria was not from the surgical site as the skin adhesive dressing was still intact.